Event description:
This male peritoneal dialysis (pd) patient reported having pain and diarrhea prior to being diagnosed with peritonitis. The patient stated he was now recovered. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal and rectal pain. The patient was experiencing diarrhea prior to the ER visit. Date of onset of the diarrhea is unknown. The patient had cultures obtained at the ER. The patient was released and instructed to go to the pd clinic. The patient arrived at the pd clinic where another pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures from both the hospital and the pd clinic resulted with no growth. The patient¿s white blood cell count (wbc) was 3,756 (unknown units). The patient was not administered any antibiotics prior to any cultures being obtained. The cause of the peritonitis was not confirmed. The pdrn reported that the patient contact sets up the pd treatments and is pristine with aseptic technique. A follow-up culture resulted negative, and the wbc count was 2. The patient¿s peritonitis was classified as resolved.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted in negative growth, which sometimes occurs in patients with clinical findings of peritonitis. As a result, the source of the infection could not be identified. The pd catheter is the source of infection in most pd-related peritonitis cases as it provides a portal of entry to the peritoneum. Most cases result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This male peritoneal dialysis (pd) patient reported having pain and diarrhea prior to being diagnosed with peritonitis. The patient stated he was now recovered. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal and rectal pain. The patient was experiencing diarrhea prior to the ER visit. Date of onset of the diarrhea is unknown. The patient had cultures obtained at the ER. The patient was released and instructed to go to the pd clinic. The patient arrived at the pd clinic where another pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures from both the hospital and the pd clinic resulted with no growth. The patient¿s white blood cell count (wbc) was 3,756 (unknown units). The patient was not administered any antibiotics prior to any cultures being obtained. The cause of the peritonitis was not confirmed. The pdrn reported that the patient contact sets up the pd treatments and is pristine with aseptic technique. A follow-up culture resulted negative, and the wbc count was 2. The patient¿s peritonitis was classified as resolved.